Event description:
It was reported that the patient underwent a revision procedure 2 years and 27 days post implantation due to infection. It was noted that the cup was not well fixed. A washout was performed with an exchange of the head and liner. Five screws were also explanted. Surgeon decided all metalware needed to be removed and a girdle stones hip was to remain for future assessment and management of the infection. A well fixed arcos sts/cone was removed via eto. Tissue samples taken and wound closed. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00620206420 item name shell porous with lot# 62526380. 00631006436 item name liner 10 degree elevated rim 3.5 mm use with 64 mm o.d. Shell lot # 63631271. Unknown screw x4. 650-0660 item name delta ceramic fem hd 36/- 3mm lot # 2019090722. 11-301332 item name arcos con sz b hi 70mm lot # 409820 . 11-300816 item name arcos 16x150mm spl tpr dist lot # 791480. G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02288, 0001822565 - 2023 - 02305, 0001822565 - 2023 - 02304, 0001822565 - 2023 - 02302, 0001822565 - 2023 - 02301. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted .

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920 ponce.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report was filed under 0002648920-2023-00227.